Manufacturer narrative:
This medwatch for suspect device in coaguchek system 1.

Event description:
Caller states that the pt tested 2.9 inr on coaguchek system 1 and 1.9 inr/1.8 inr/1.9 inr on add'l coaguchek systems during duplicate testing. No actions was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.